Manufacturer narrative:
Email - (B)(6). (B)(4). Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on radius assessed as an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported rupture. The device has been explanted and replaced.